Event description:
The ventilator was returned to the field service center for a scheduled preventative maintenance and software upgrade. During service, it was reported that the ventilator had a disc/sense alarm and low volume delivery.